Event description:
It was reported that the device showed the battery and attention icons. Physio-control evaluated the device and found that it would not be available for use due to a depleted internal hlc battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be excessive current leakage from the analog pcb assembly due to process residue on the fl10 filter. The excessive current leakage depleted the internal hlc battery. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.